Event description:
The complainant reported that during a therapeutic procedure the balloon was inflated to 5atm using alliance and ruptured. The physician then attempted to remove the device; however, resistance was felt; he pulled the device harder and the balloon detached inside the patient. The physician removed the balloon without complications and completed the procedure using another device. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfuction.

Manufacturer narrative:
This device has been rceived by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the approprate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance prcedures. Bsc reference #a00025558/138862.